Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that at the device interrogation, there was "invalid data" in the histograms and percentage paced due to a flipped data bit. There is no need to clear the data as it will roll out with time and data collection. The device remains in use. No patient complications have been reported as a result of this event.